Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer bumpers were missing or damaged, which caused migration of the bearing cage and bearings to fall out. The field service engineer replaced the high hold drawer module, reassigned it as module 2, relocated cubie pockets, and verified proper operation through the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was physically broken. The customer stated that this malfunction caused a delay while dispensing medications to the patient and the user managed to get medications from pharmacy. However, there were no adverse events or injuries reported based on this incident.